Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Mdt rep reported that the patient was having difficulty getting their communicator to sync with the handset. The communicator finally synced with the handset, then the patient saw service code 1098 ('out of range'). The patient was able to turn stimulation down, but they could not turn stimulation back up. Agent reviewed meaning of 'out of range' and advised the rep to have the patient follow up with their managing provider to further address the issue. The rep said they would do as advised, and they will have the patient bring their communicator with to the appointment. Agent did not ask about the circumstances that led to the reported issue. No symptoms were reported. Out of range service code was caused by impedance issue. Specifically, there was an open circuit on contact 10. Contact was deselected so it wouldn¿t put excessive drain on the battery. The issue/service code resolved.